Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances measuring below 200 ohms on the right atrial (ra) lead channel as well as noise oversensing. Technical services was consulted, and device gate oxidation was suspected to be causing the intermittent impedance issues. The physician opted to continue to monitor the system. No adverse patient effects were reported. This system remains in service.